Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular sensing and capture could not be confirmed on the presenting electrograms (egm) and there was possible ventricular undersensing noted. The lead remains in use. No patient complications have been reported as a result of this event.